Event description:
The customer reported the central station had three runs of ventricular tachycardia stored in the history, but the device did not audibly alarm for the events. The customer was not aware of any treatment for these three runs of the v-tech, which would indicate the v-tech was self limiting and non life-threatening. The cic began alarming again following a reboot of the system. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.